Event description:
The hospital reported that during a coronary artery bypass procedure, when the heartstring iii was deployed after pulling out the delivery device the seal was unable to provide hemostasis. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The patient did not require a transfusion and the amount of blood loss is unknown.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).